Event description:
Resident was elevated in a tub lift chair. Resident was buckled in when raised and lowered to tub. After bath, resident was raised + turned out of tub. Resident leaned forward and aide tried to push back in seat. Resident slid out of chair, injuring self, sent to hosp and later advised by family that resident suffered fracture of the pelvis. Belt came undone while in the tub and did not support resident.